Manufacturer narrative:
(B)(4) the service engineer (se) verified the malfunction. The se inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb) and updated the hardware on the backlight inverter printed circuit boards (pcbs). The unit passed extended self-testing.

Event description:
The customer reported that an 840 ventilator had an erratic display. Patient involvement information was not provided by the customer.